Manufacturer narrative:
Brand name (d1) and catalog number (d4) have been corrected.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Several error 43 and 45 were found during log review which confirms the reported event. The device was repaired locally. Due to the reported issue and as per technical manual instructions, recommended repair action was to replace the display board which was sent to brézins for further investigation.after visual check, the display board was cross tested on a test bench. When switch on the device triggered a continuous alarm and the red leds were lit and orange leds were flashing. The backlight of the display switched on but nothing appeared on screen so no message could be read. However as the device log showed several errors 43 and 45, the reported event is confirmed and is due to a defective display board. To our knowledge this complaint was not being related to patient safety. The complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Display issues; when device is switched on, continuous beep and backlight is on; display board replaced (B)(4).